Event description:
A male patient underwent evar on (B)(6) 2013. The physician placed a flex main body. The graft was not altered in any way prior to use. The proximal trigger wire did not come off when pulling. It was hard but they finally got it. Although the graft was deployed successfully, the doctors think some part of the trigger wire was left inside the patient. The flex main body landed lower than planned so they placed a renu main body extension. The outcome of the procedure was good. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.